Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window corner and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that the insulin pump does not work. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.